Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button is malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version r. The customer is requesting the implementation of field correction order, replacement of front bezels with navigation ring. The rse dispatched for onsite repair. The field service engineer (fse) replaced the front bezels with navigation ring to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Previous investigations have shown root cause was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.